Event description:
It was reported that the patient with this implantable neurostimulator noticed their urinary incontinence returning and when assessing the remote a red light was observed. The stimulation was noted to be off; however, the stimulation was attempted to be turned back on, but nothing occurred when pressing the button. No further patient complications were reported. The patient had an error when connecting to the clinician programmer (cp) and had open impedances. The patient denies any falls or trauma. The patient had an x-ray, and everything was fine however it is likely that the patient needs a lead revision as something must have occurred that was not able to view on the x-ray. The patient had a lead revision on (B)(6) 2026.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional premarket / 510 (k): p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance issue and incontinence, urinary as well as the events error codes displayed on rc and impedance issue can be related to lead breaks or deforms (includes fractures, fragmentation, stretching, impedance change, etc.) Was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.